Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd saf-t-intima¿ IV catheter safety system malfunctioned as the second day of the infusion, nurse found e-tubing broken at the clamp slide area. There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: one used unit was received for evaluation. It was microscopically inspected the returned unit and bd confirmed the presence of a cut in the extension tubing. The slide clamp was also inspected and no flash that may have damaged the tubing was observed. After evaluating the sample, we confirm the reported defect; however, the cut found in the tubing is not related with our manufacturing process. We cannot confirm or associate the defect to manufacturing process; because, only we placed the clamp slide in the tubing without being clamped, additionally clamp slide did not show flash that could cause the reported defect. In our process this defect is not common. During this assembly, we only assembly the tubing with adapter and wing/inserter and to date we have not received or found tubing damaged of the supplier. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6286667. Investigation conclusion: based on investigation results to date, root cause for manufacturing process cannot be determined.